Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the usb door was found to be broken. Functional testing could not be performed because the device was received in a condition making evaluation not possible due to moisture damage . Therefore, the complaint of hardware error code could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.